Event description:
The patient presented into the emergency room after experiencing dizziness. Upon interrogation, the device was observed to be in backup (bvvi) mode. The patient was admitted into the hospital and a loss of capture was observed on the device. Furthermore, premature battery depletion of the device was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.